Event description:
Physician was inserting a right central line using the two lumen central venous access kit from arrow's mac product line. While inserting the guidewire, resistance was met and it was difficult to remove. He removed the guidewire and ended up using a different size guidewire. After the procedure, on x-ray, there was an apparent retained portion of the guidewire. This portion was removed during a preplanned surgical procedure the next day.